Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03442. It was reported physician capped the atrial lead that was not functioning during a routine device replacement procedure. The atrial lead was noted not to sense and capture intermittently. During the procedure, physician positioned the new atrial lead and high threshold was observed. Multiple attempts were made to position the atrial lead but no successes in achieving good threshold values were obtained. Physician elected not to implant an atrial lead and instead use a new single chamber device. The patient was stable post-procedure.